Manufacturer narrative:
Per additional information received on april 7, 2023, initial reporter's e-mail address has been updated to "(B)(6)" under field e1 on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 11, 2023, mentor became aware that the date of surgery was (B)(6) 2023, and device is not available for return. Hence, field d6b has been updated on this form accordingly. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 56-year-old caucasian female patient underwent breast surgery with 380cc mentor smooth round high profile and experienced breast implant deflation on her left side; diagnosed during office visit. The patient has consulted with the healthcare professional. As a result, the device was explanted on (B)(6) 2023.